Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient had a pertrochanteric femoral fracture. The surgeon attempted to insert the hip screw at proximal side, but it was out of bound, as recognized by x-ray imaging. The target through the locking holes was not accurate. It was noted by the consultant: the fractured segment was close, too close, the screw was not inserted at the right position. Because of this, the surgeon used the aiming arm in order to insert the hip screw at the best position of the bone head part. As a result of this, the deflection of the aiming arm or the nail had occurred. This complaint is on the hip screw. This is 2 of 3 reports for complaint (B)(4).